Event description:
The customer reported that they observed a leak coming from an unicel dxl800 access immunoassay system. No patient results were involved in this event. There was no modification to patient treatment associated with this event. There was no biohazardous exposure to personnel uncovered wounds or mucous membranes and no injuries were reported. Although the leak had the potential to pose a slipping hazard, there were no reports of death or injury associated with this event. There was an exposure control plan in place at the facility.

Manufacturer narrative:
Service was dispatched to the site on (B)(4) 2011 for this event. The field service engineer (fse) discovered wash buffer leaking from the wash buffer fill line in the fluidics drawer. The fse replaced all lines within the fluidics drawer to resolve the issue and cleaned up the spill using appropriate personal protective equipment. After the completion of necessary and verified repairs, the instrument was returned into operation. Hardware was the root cause of this event.